Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 2 years and 5 months. The replaced portion of the percutaneous lead was received. The investigation is not yet complete. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was traveling and on (B)(6) 2015, presented to the emergency department at another hospital with a yellow wrench and driveline fault alarm. The driveline fault alarm was cleared multiple times, and came back each time. The alarm was then permanently silenced by the health professional. The patient remained asymptomatic during the events. On (B)(6) 2015, the patient's system controller was exchanged. On (B)(6) 2015, the distal end of the percutaneous lead was proactively replaced by the manufacturer's technical services representative due to shielding breakdown found in the x-rays and the excessive wear and tear of the white silicon jacket.

Manufacturer narrative:
Device evaluation: approximately 15 inches of the external portion/distal end of the percutaneous lead (lead) was returned for evaluation. A previous clamshell repair was present on the lead, and the outer silicone jacket was cut lengthwise along the lead. No other cuts or tears were observed in the outer silicone jacket. Removal of the outer layers of the lead confirmed breakdown of the braided shield layer adjacent to the metal connector and in the approximate location of the terminus of the distal end bend relief. Visual examination and high potential testing of the underlying wires found no area of compromised wire insulation. The reported event of a driveline fault alarm was confirmed based on the information contained in the log file retrieved from the returned system controller; however, the alarm was not reproduced, and a correlation between the event and the returned portion of the lead could not be determined. Continuity testing of the lead found all wires to be electrically intact, and resistance testing using a micro ohm meter found that each wire had approximately the same resistance. Manipulation of the wires found each wire to be intact. The lead was connected to a test pump and the returned system controller and operated the pump with no notable alarms or issues. The patient remains on vad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient was discharged home following the replacement of the distal end of the percutaneous lead and has been fine since.